Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their levels have been ranging from 300mg/dl to 500mg/dl. The customer states the lowest it has been was 296mg/dl. The customer's most current level was 379mg/dl. The customer states they have been treating the highs with manual injections. Troubleshoot was conducted. The customer is being sent out tubing clamp in order to conduct the high pressure test and complete troubleshoot.